Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. Initially, it was reported that the irrigation of the catheter is non-functional. This was assessed as non MDR reportable. However, on 25-oct-2024, additional information was received which indicated that during the use of the device on the patient, the irrigation was out of 2 ml and during the introduction for ablation, it was impossible to deliver energy because of irrigation issue. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. With the additional information received, this event was re-assessed as MDR reportable with an awareness date of 25-oct-2024.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. Initially, it was reported that the irrigation of the catheter is non-functional. This was assessed as non MDR reportable. However, on 25-oct-2024, additional information was received which indicated that during the use of the device on the patient, the irrigation was out of 2 ml and during the introduction for ablation, it was impossible to deliver energy because of irrigation issue. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. With the additional information received, this event was re-assessed as MDR reportable with an awareness date of 25-oct-2024. Device investigation details: the device was returned to johnson & johnson medtech (j&j). A visual inspection and irrigation test of the returned device were performed in accordance with j&j procedures. During the visual inspection, a piece of a broken tubing was observed attached to the irrigation port. Then, the broken piece of tubing was removed, and the catheter irrigation port were inspected in detail; however, no damage was found to the irrigation port. Finally, an irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed with the catheter during the analysis. The damage identified with the irrigation tubing could be related to the interaction of the catheter with the tubing when both devices were connected; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31371704l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).